Event description:
Clinic notes dated (B)(6) 2014 note that the patient had not been seen by the office in three years and had been doing well. It was noted that the patient will rarely have a cluster of events and that when she does the vns works well. It was noted that the patient began experiencing more severe clustering of events in (B)(6) and had multiple in one day where the vns was not as effective. The events were generalized tonic-clonic seizures and it was noted that the patient has been stable since that event. It was noted that the device was interrogated and found to have high impedance and end of battery life. It was noted that the patient would be referred for surgery.

Event description:
It was reported that the vns patient¿s device showed high impedance. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014 it was reported that the patient underwent a full revision surgery on (B)(6) 2014. It was reported that the explanted products could not be returned for product analysis as the hospital discards explanted devices.